Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. Approximately one day after starting the support, placement signal alarms/purge pressure alarm were disabled at this time due to intra-aortic balloon pump causing interaction/interference. The patient had some ventricular tachycardia overnight; the impella support level was dropped to p-7 overnight due to elevated plasma free which seemed to resolve the issue. The patient would continue on support. Four days later it was noted an electrophysiologist was consulted for the patient's ventricular tachycardia as one episode occurred overnight causing the patient's implantable cardioverter defibrillator to shock once. The patient was intravascularly dry; therefore, fluid was given to prevent further suction alarms. Three days later the patient experienced one suction alarm that was self-resolved and again suction was encountered. The positioning was checked under echocardiogram that showed good depth but deflecting against the wall and causing suction. Observed this with imaging on p-5 and is only currently able to maintain p-4 support level due to close proximity to heart structures. Discussion made with fellow that if they can torque the pump the flip in the left ventricle then these issues will resolve. Staff agreed but no one on site available and willing to reposition. The patient¿s respiratory status declined some overnight from giving too much fluid the day prior. The patient was put on bipap temporarily. The patient was now edematous and given albumin now to pull fluid back into the vasculature. Plan noted to optimize breathing and fluid status. Repositioning took place the following day and during positioning, the physician was trying to torque the catheter in order to attempt flipping the impella as it was deflecting against the heart wall causing suction events. With the impella 5.5 device this was found difficult as the blue button must be pressed down the entire time in order to reposition. Doing this while trying to twist the catheter within the sleeve was difficult, and the physician accidentally tore the anticontamination sleeve. The decision was made to discontinue the attempt to reposition, and a tegaderm was placed over the anticontamination sleeve tear. Impella support continued. However, now there was concerned about a low-grade fever may be coming from this issue. Team discussed to determine best steps to resolve, and the patient ended up receiving prophylactic antibiotics. The patient seemed to be improving and plan to extubate the next morning. However, of note, heparin was paused for now due to the bloody secretions. Some days later the patient had some ventricular tachycardia paired with aggressive diuresis resulting in suction alarms. The next day the patient was noted feeling good and had a run of asymptomatic ventricular tachycardia requiring one shock. The next day again, the patient had runs of ventricular tachycardia requiring shocks. The patient was asymptomatic, however. The impella 5.5 device was repositioned at the bedside and pulled back 1cm to reduce ectopy. There were no more ventricular tachycardia episodes, but the support level was unable to go above p-4. It was explained how the cannula is deflected towards the outer wall and as the flow goes up it suctions to the wall. The challenge noted was getting to cannula flipped around. The team discussed how to make this changed after the failed earlier attempts. The patient continued support waiting for left ventricular assist device procedure scheduling. Latest update, day 30, noted the patient doing well and any arrhythmic events.

Manufacturer narrative:
The investigation for the reported low pump flow, product damage, infection and fever has been completed. Data log review did not show any motor current spikes/trend indicating biomaterial interaction. The root cause of the suction low pump flow was not determined since the reason they were unable to reposition correctly is unknown and insufficient product was returned. The root cause of the product damage was use-related as clinical details indicate that the medical doctor accidentally tore the sleeve while repositioning and the returned product had a torn sleeve. The root cause of the infection and fever could not be determined.